Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010, inratio: 1.3, lab: 2.1. Pt is not on lovenox and no recent hospital visits.

Manufacturer narrative:
Investigation pending.